Manufacturer narrative:
The device history record (DHR) was reviewed; no issues were noted. The subject device was not returned to (B)(4).

Event description:
The user facility reported medwatch #(B)(4) regarding a double header cleaning brush. The report indicated that during cleaning of an endoscope, the tip of the cleaning brush became lodged in the channel. The endoscope was removed from service and sent for repairs. There was no patient or user harm as a result of the event.